Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis and a heart attack. The customer also experienced extreme vomiting, diarrhea and loss of consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Found battery out limit, failed battery test and no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.